Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 19's were verified. No failure related to the reported alarm 5 was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during a cartridge change. The customer attempted to reload the cartridge and received multiple cartridge alarm (cartridge alarm 19) during the load sequence. The customer's blood glucose (bg) level was 153mg/dl. The customer reported insulin pens were to be used for insulin therapy.